Event description:
It was reported that during an unk procedure, the device did not deploy staples upon firing. The surgeon oversewed the staple line to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 05/28/2009. Info anticipated, but unavailable at this time.